Manufacturer narrative:
(B)(4).   Device evaluated by MFR: returned product consisted of the nc emerge balloon catheter. The balloon, tip, shafts, hypotube, and bonds were microscopically and visually examined. There was blood in the inflation lumen. The balloon was loosely folded. There were numerous kinks throughout the hypotube. Microscopic examination revealed that the exit notch was torn. There was a longitudinal tear in the balloon wall from the proximal to distal ends of the balloon. The tip was damaged. Microscopic examination presented no irregularities in the balloon material or markerbands that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. After a non-bsc guidewire crossed the lesion, dilation was performed with a 2.5x15 non-bsc balloon catheter. Then a 3.5x20 synergy stent was advanced but failed to cross the lesion. A 3.50mm x12mm nc emerge® balloon catheter was then advanced but the device was not able to cross the lesion. Dilation was performed again with a non-bsc balloon catheter and the 3.5x20 synergy stent was placed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed longitudinal balloon tear.